Event description:
It was reported that the device was present at the pt end of an anaesthetic circuit. After approximately five minutes, the ventilator signaled that there was an increased resistance in the circuit. This phenomenon reportedly happened on seven different occasions with two pts. Examination of the devices by the hospital staff revealed that there was no liquid in the filter housing. Testing of the implicated devices in the hospital with a reservoir bag reportedly showed that the devices exhibited a higher than normal resistance to flow, but were not completely blocked. No pt sequelae were reported. Also see report: 9680602-1999-00010.